Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover was burned. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.